Manufacturer narrative:
The cockpit as well as the log files were available for the investigation. The reported issue could partly be confirmed. The infinity acs workstation cc is divided into two parts. The cockpit infinity c500 and the ventilation unit v500. Logfile analysis showed that the cockpit blacked out due to a hardware failure on the printed board assembly. An acoustical piezo alarm was given by the ventilation unit due to the lost connection to the cockpit as described by the user. As the ventilation unit was not affected by the malfunction the ventilation continued as previously set by the user. The ventilation unit contains a supplemental oled-display which displays safety relevant parameters as fio2, minute volume, or airway pressure and enables the user to see the on-going ventilation. The log entries indicate that the user switched off the entire ventilator by rocker switch when the cockpit blacked out. The device reacted as specified to the detected malfunction by posting the corresponding alarm. Other than reported the ventilation was not affected. Replacing the affected printed board assembly solved the issue.

Event description:
.

Event description:
Dc 07/10it was reported that "while the ventilator was connected to a patient, the ventilator powered down and stopped ventilating the patient. A loud high pitched sound was heard by the staff. The ventilator was removed from the patient. No patient injury was reported."

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.